Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient cancelling their treatment during fill 4 of 4 (2350 ml). Per the peritoneal dialysis nurse (pdrn), the patient drained 4400 ml at the clinic using manuals. This drain volume is 187% the patient's fill volume of 2350 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. It was reported that alternate treatment was available. Upon follow up, the patient stated that they were unable to drain and waited approximately 2-3 hours for the clinic to open in order to help them perform a manual drain. The patient is on tidal therapy and their fill volumes vary between 2350 ml and 2205 ml. The patient stated that they did have some trouble breathing due to the inability to drain, however felt fine after the drain. The patient confirmed that there was no medical intervention, adverse event, or injuries related to the event. The patient has received their new cycler, which is working well, and is continuing peritoneal dialysis therapy on the new cycler without issue or reoccurrence of the reported event. The patient stated that they had no missed treatments. The cycler was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent a system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An internal visual inspection of the received cycler unit encountered insect infestation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.